Event description:
The pt was implanted to treat the symptoms of thalamic stroke. The pt fell and hit her head in (B)(6) 2010. On (B)(6) 2010, the pt was hospitalized for fever, pneumonia, fluid around her heart, and sweating profusely. She was discharged to home and felt better with the dbs system off. In (B)(6) 2010, the pt was walking by a new medical clinic and something caused the dbs (deep brain stimulation) to be turned on when it was off. The pt experienced stimulation in the wrong location; she felt "electrical impulses" that did not feel right and she also experienced ataxia, trouble talking/understanding, double vision, and was "jolted backwards." The neurologic symptoms subsided when the dbs was turned back off. The pt was at home. She still had neck pain, a headache, and a low grade fever. It was noted that she had a seizure disorder since implant. F/u with the pt's physician was recommended. Add'l info has been requested, a f/u report will be sent if add'l info becomes available. See also MFR's report #3004209178-2010-07123.

Manufacturer narrative:
(B)(4).